Event description:
On (B)(6) 2015, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis for proximal extension on two previously implanted cook medical zenith tx2 thoracic endografts (date of previous implant is unknown). It was reported there was aneurysmal disease progression of the ascending aorta proximal to the previously implanted endografts. Prior to the procedure, the patient underwent a left common carotid-to-left subclavian artery bypass. No issues were reported with deployment of the gore device and the patient tolerated the procedure. During the implant procedure reportedly the patient suffered multiple episodes of cerebrovascular accidents ¿strokes¿. The physician stated the patient¿s stroke events were attributed to the bypass surgery and not deployment of the tag® device. It is unknown what treatment was administered or if the cerebrovascular accidents have resolved.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the episodes of cerebrovascular accident could not be determined with the provided information.